Event description:
It was reported that the procedure was to treat a moderately tortuous, heavily calcified ectatic, de novo 90% stenosis in the proximal left anterior descending artery. The 2.5 x 15 mm nc trek balloon catheter was advanced and successfully completed pre-dilatation. During post-dilatation; however, when inflation was started, leaking of contrast was seen during second inflation. After device removal, a pin hole rupture was confirmed on the distal part of the balloon. There was no resistance during advancement or retraction of the device. A second nc trek was used successfully to complete post-dilatation. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: renato; guide cath: heartrail; stent: resolute integrity. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.